Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was exposed to moisture. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that there was a crack on the battery compartment of the insulin pump. The customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. They were also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.